Event description:
Patient has PICC placed. The guidewire sheared, unbeknownst to the PICC rn. It was found in the chest xray. Patient needed ir procedure to remove from left pulmonary artery. Patient doing well now. FDA safety report ID # (B)(4).